Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for multiple pts, involving access 2 immunoassay system. This is report number four of five. Subsequent testing produced negative troponin I results. The customer stated the event log indicated ultrasonic errors. The unit was not in use. The erroneous results were released out of the laboratory and questioned by the ER (emergency room). The customer stated an unk number of pts were admitted to the hospital for further analysis. There has been no report of pt outcome. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2007 and diagnosed dirty and clogged probes. The fse successfully performed a complete preventive maintenance (pm). The unit conformed to the MFR's performance specifications. The customer stated the unit was in normal operation. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4), 2010 for add'l reportable events. This medwatch report is related to the original MDR 2122870-2007-00143. All related medwatches: 2122870-2011-05674, 05675, 05676, 05678.